Manufacturer narrative:
Qn#(B)(4). Per information provided from customer we are unable to perform a thorough DHR review at this time since lot information has not been provided. This instrument has not been returned for evaluation , so we are also unable to determine if the alleged instrument was produced at this facility. We are unable to validate the alleged complaint. All endoscopic instruments produced at this facility are 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
Medwatch# (B)(4). Describe the event or problem: broken instrumentation parts got stuck within each other. The short semi-rigid ureteroscope broke while inside the patient. The 22-french rigid cystoscope and 30-degree lens was introduced per urethra, and the left ureteral stent was identified. It was grasped with the stent graspers and pulled to the urethral meatus. A guide wire was placed within the stent and advanced up to the level of the left kidney followed by removal of the left ureteral stent in its entirety. The flexible ureteroscope was then advanced alongside the wire and inspection of the ureter revealed no abnormalities until the proximal ureter was encountered. However, there was a stone and it appeared to be extremely clean cut with a symmetrical shape that looked like a ring on its side. Using the 200-micron laser fiber at settings of 0.2 j and 45 hz, the stone material/encrustations immediately gave way and revealed that this was a migrated hem-o-lok clip. Given the patient's surgery for removal of a left renal mass, it seems likely that this clip migrated into her collecting system and eventually became stuck in her left ureter. The ends of the clip were situated proximally with the bend of the clip more distally. Trying to laser this clip proved to be extremely ineffective. Even increasing the settings to more powerful fragmenting (2.0 j and 20 hz) and dusting (1.0 j and 50 hz) settings were not successful. The clip was extremely resistant to the laser, even at these higher settings. Trying to grasp this clip with a flexible ureteroscope and a 2.4-french tipless basket was not productive in that the orientation of the clip was such that the clip ends were more proximal. These instruments were not effective in holding on to the hem-o-lok with much purchase. Eventually the decision was made to reposition the clip up the left ureter and into the collecting system. This worked in the sense that the orientation of the clip flipped. Therefore, the clip ends were more distal, and the turn of the clip was more proximal. The 2.4-french basket was able to continue to hold on to this clip and it was eventually fully extracted. Given the manipulation of trying to laser/break up the clip, the ureter was slightly edematous, and the decision was made to replace the left ureteral stent.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch# (B)(4). Describe the event or problem: broken instrumentation parts got stuck within each other. The short semi-rigid ureteroscope broke while inside the patient. The 22-french rigid cystoscope and 30-degree lens was introduced per urethra, and the left ureteral stent was identified. It was grasped with the stent graspers and pulled to the urethral meatus. A guide wire was placed within the stent and advanced up to the level of the left kidney followed by removal of the left ureteral stent in its entirety. The flexible ureteroscope was then advanced alongside the wire and inspection of the ureter revealed no abnormalities until the proximal ureter was encountered. However, there was a stone and it appeared to be extremely clean cut with a symmetrical shape that looked like a ring on its side. Using the 200-micron laser fiber at settings of 0.2 j and 45 hz, the stone material/encrustations immediately gave way and revealed that this was a migrated hem-o-lok clip. Given the patient's surgery for removal of a left renal mass, it seems likely that this clip migrated into her collecting system and eventually became stuck in her left ureter. The ends of the clip were situated proximally with the bend of the clip more distally. Trying to laser this clip proved to be extremely ineffective. Even increasing the settings to more powerful fragmenting (2.0 j and 20 hz) and dusting (1.0 j and 50 hz) settings were not successful. The clip was extremely resistant to the laser, even at these higher settings. Trying to grasp this clip with a flexible ureteroscope and a 2.4-french tipless basket was not productive in that the orientation of the clip was such that the clip ends were more proximal. These instruments were not effective in holding on to the hem-o-lok with much purchase. Eventually the decision was made to reposition the clip up the left ureter and into the collecting system. This worked in the sense that the orientation of the clip flipped. Therefore, the clip ends were more distal, and the turn of the clip was more proximal. The 2.4-french basket was able to continue to hold on to this clip and it was eventually fully extracted. Given the manipulation of trying to laser/break up the clip, the ureter was slightly edematous, and the decision was made to replace the left ureteral stent.